Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was bent. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files pic_anp1900050950 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load completely into the jaws of the device. Another attempt was made and this time the clip was able to fire. However, it was still unable to load properly. This was repeated multiple times with the same issue. The fifth and final clip, however, was able to properly load into the jaws and close. The sample was disassembled to look at the internal components. Upon disassembly, no additional damages were found to the internal components. The bent rotation tab appears to be the likely cause of the loading issues of the device. The device was returned with 5 clips remaining in the channel other remarks: indicating that 10 clips were fired by the end user. The IFU for his product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not feeding properly" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab which could affect the end user's ability to properly load and apply clips. After multiple clips were unable to load properly into the jaws of the device, the final clip was able to function properly. The device was disassembled to determine why the clips were unable to properly load into the jaws but no further damage was observed beyond the bent rotation tab. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
During a laparoscopy cholecystectomy procedure the surgeon fired one clip without issues then the next 5 times he tried to open the next clip the clips did not feed properly, subsequently not opening and firing properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600039 investigation did not show issues related to complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a laparoscopy cholecystectomy procedure the surgeon fired one clip without issues then the next 5 times he tried to open the next clip the clips did not feed properly, subsequently not opening and firing properly. The patient's condition was reported as fine.